Event description:
The user facility reported that the tip of the guidewire was sheared off during a peripheral angioplasty procedure. The following information was provided by the user facility: the physician was attempting to advance the device through "a total occlusion" and an "old stent" in the right iliac; multiple attempts were made to pass a guidewire over the bifurcation, but the plague in the vessels was difficult to maneuver past; during such an attempt, the wire became stuck, and then, the distal tip of the wire detached; the detached material was retrieved using a snare device; the procedure was eventually completed successfully; and the patient's condition is reported to be "fine."

Manufacturer narrative:
(B)(4). The involved device was not returned by the user facility. However, photographs of the involved device were able to be obtained. The investigation was based upon evaluation of user facility information, photographs of the involved device and reserve samples. Visual examination of photographs of the involved device confirmed that the distal portion of the guidewire had been completely separated. Examination and testing of the reserve sample confirmed there were no abnormalities and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the involved device in the photographs are consistent with damage to the guidewire due to excessive manipulation against resistance during the procedure (presumably due to continued attempts to withdraw the wire after the distal tip becoming stuck in the vessel). The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).